Manufacturer narrative:
The customer used the product, and no product was available for return. Therefore, three retain samples from the same lot were visually inspected to verify the label placement. The labels on the retain samples were placed correctly and contained all required information per the customer specification and design file. The DHR and post-production records were reviewed and there were no issues noted with the lot during production. There was no evidence that the device failed to meet specifications, and the report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employeees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "(B)(6) from tensor surgical reported to me that one pouch of hs 253 was not labeled. The lot# is 25041515. They will use the product and not return anything."